Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent replaced the system pcb assembly. Proper device operation was then confirmed through functional and performance testing. Following repair, the device was returned to the customer.

Event description:
It was reported to physio-control that the customer's device locked up after having charged defibrillation energy during a daily test. The device would no longer respond to any buttons being pushed. There was no patient use associated with the reported event.